Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a follow up, oversensing was noted on the right ventricular lead. The lead was determined to be incorrectly attached to the set screw. The lead was revised to resolve the issue and the patient was stable.